Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) results, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial elevated result of 0.160 ng/ml was obtained and released out of the laboratory. Subsequent testing of the sample, on the same instrument, in duplicate, produced lower results of 0.069 ng/ml and 0.008 ng/ml (re-centrifuged aliquot from original sample). The customer stated an amended report with a result of <0.01 ng/ml was issued to the hospital. A second sample from the patient was tested and retested on the same instrument and produced results of 0.036 and 0.030 ng/ml, respectively. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a greiner serum tube and centrifuged at 3,045g (relative centrifugal force) for ten minutes, at 20 degrees celsius room temperature. All system parameters, including quality control, calibration, and system checks, were performing within assay and instrument specifications at the time of the event. No sample integrity issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.